Manufacturer narrative:
This complaint included known side effects. No malfunction was described. No new risk has been recognized.

Event description:
Side effects that were experienced following essential tremor treatment: left arm weakness, depth perception issues-left side & eye hand coordination (dysmetria), slurring of the speech due to numbness of the tongue.